Event description:
Customer is receiving readings of 266 & 46 mg/dl completed within 10 minutes on one adc meter. Tests were performed on the finger. Results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. Please note that customer excesively squeezed test site to obtain sample. Also, customer complained that there is a line going through the display of her meter. There was no report of death, serious innury or mistreatment associated with this event.